Manufacturer narrative:
No sample is available for investigation. The DHR was reviewed and no issue that could have contributed to the reported failure was noted. The device was manufactured according to release specification. Cuff exploding may occur due to various reasons such as a leak at the cuff, pinhole and contact with sharp objects or encrustation, poor balloon adhesion or over inflation. In the absence of any actual or representative sample, further investigation could not be performed to identify the actual root cause. Based on current trending from complainant, a CAPA has been initiated to address the underlying root causes for balloon leak and bursting.

Manufacturer narrative:
Sample has not been received by MFR in time for this report.

Event description:
The event is reported as: alleged issue: the cuff exploded when the nurse pushed 20ml of water inside balloon. This happened five consecutive times. No reported patient injury. Patient condition reported as fine.